Manufacturer narrative:
(B)(4). The 510k status: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that the drain of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was leaking at the hub. It was discovered upon closer inspection that the hub was not attached properly against the drain of the device. Another drain was placed in this patient to correct the condition; however, no additional procedures were required, and no patient adverse events reportedly occurred as a result of the issue. The device has been received for evaluation; however, as of the date of this report, the investigation is still pending.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. One 8.5fr drainage catheter was returned. Evidence of biomatter was noted on the surface of the catheter, indicating it was likely used. No damage was noted on the surface of the catheter. The mac-loc lever was in the unlocked position upon return. The connector cap inner diameter, flare diameter, mac-loc hub distal inner diameter, and catheter tube outer diameter were all found to be within the manufacturer's manufacturing specifications. However, the number of threads between the mac-loc and cap were found to be out of the manufacturer's manufacturing specifications, likely due to inadequate use of the torque driver. The catheter was tugged and it felt securely attached to the fitting. Similarly, the cap was twisted and it felt securely attached as well. The catheter was leak tested by hand injecting room temperature tap water while the distal end of the catheter was clamped shut. The mac-loc lever was returned to the locked position prior to testing. No leak was noted. Additionally, a document based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was determined to be related to the manufacturing process. Due to the manufacturing error, the production department was contacted to request retraining for the operator, however the operator no longer employed with the manufacturer. The appropriate personnel have been notified, and this failure mode will continue to be trended. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment, no further action is required.